Event description:
It was reported that the patient had developed an infection at the pocket site in which it had swollen and sensitive to touch. The patient was provided with antibiotics. The patient underwent a spinal cord stimulator (scs) explant procedure. The explanted devices were kept by the facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2318700, model: sc-2318-70, serial: (B)(6), batch: 5005498, UDI: (B)(4). Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2318700, model: sc-2318-70, serial: (B)(6), batch: 5004176, UDI: (B)(4). Additional suspect medical device component involved in the event: product family: scs-lead fixation upn: m365sc43180, model: sc-4318, batch: 36076548, UDI: (B)(4).